Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Lead revision was performed due to heart rate variability (hrv) being stored as noise. The lead was capped and a new lead was implanted. The patient is stable.